Manufacturer narrative:
The device is not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. There are many factors that may have contributed to the reported event. The MDR decision was based on lack of sufficient information regarding the cause of the event. MFR# reference: (B)(4).

Event description:
Through social media monitoring, a trabecular micro bypass stent patient reported the following. Post cataract plus stent procedure, the patient went from one (1) drop to three (3) drops for a few months to control the pressure; and currently, back to one (1) drop. No additional information provided.